Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. It is typically not related to product malfunction. The root cause of this event cannot be conclusively determined with the available information; however, this adverse event was likely exacerbated by the progression of the patient's underlying valvular disease pathology with or without svd and/or n-svd. The root cause has been determined to be due to procedural-related factors related to the initial valve implant procedure. The subject device is not available for evaluation as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21mm 3300tfx pericardial aortic valve had been scheduled for a valve-in-valve procedure after an implant duration of six (6) years, eight (8) months due to aortic stenosis. The tavr procedure was cancelled/aborted as the cardiologist had deemed the valve to not be severely stenotic and that patient-related symptoms were related to patient prosthesis mismatch. A 20mm 9750tfx transcatheter valve was opened and prepared but never made contact with the patient. The patient was noted to be doing fine post aborted procedure and discharged home. It was noted that the surgical valve appeared to be working normally and without failure.